Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an impedance drop. The patient presented for lead extraction. During the procedure, it was discovered that the ventricular lead was stuck to the atrial lead. Both leads were explanted and replaced. The patient was stable.

Event description:
New information received stated that an insulation anomaly was noted on the atrial lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.